Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The force bipolar instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley and the grip tang. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The damaged insulation causes the wire to appear broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation related to the customer's complaint: the instrument was found to have a dislodged grip tang near the base of the grip tip. Further inspection found damaged insulation on the conductor wire. The probable root cause for the dislodged grip tang is attributed to the user.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.